Event description:
Bleeding or clotting: renasys go canister full of bloody fluid (size not specified). The canister was full and a blockage alarm was triggered by the device. Blockage in tubing.

Manufacturer narrative:
.